Event description:
Related manufacturer reference number: 2017865-2022-13554. It was reported that both the left ventricular and right ventricular leads were dislodged. Twiddler syndrome was noted. There were no electrical anomalies noted with both leads. Both leads were explanted and replaced. The patient was in stable condition with no adverse consequences.